Event description:
Pt had left forearm IV inserted. When removed, pt complained she could feel something. Was told that was normal. Presented to surgeon on (B)(6). Removal of approx 1/4 inch of IV catheter removed.